Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: (B)(6) 300-60-02 - stemless humeral comp laser cage size 2. (B)(6) 310-62-41 - stemless humeral head 41mm x 13mm x alpha. (B)(6) 314-23-02 - laser cage glenoid small alpha. (B)(6) 319-01-32 - steinmann pin sterile 3.2mm x 178mm (B)(6) 321-52-07 - 3.2mm drill bit sterile.

Event description:
As reported, approximately 1 year and 1 month post initial right total shoulder arthroplasty (tsa), revision was performed due to glenoid loosening and radiolucency around the center cage. All components were removed (stemless humeral component, humeral head, and laser cage glenoid). A central screw baseplate was re-implanted with 36mm glenosphere. On the humeral side, the surgeon implanted a 10mm standard stem with +0 tray and +2.5mm liner. The event was unrelated to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.